Event description:
It was reported that this right ventricular (rv) lead exhibited lead dislodgement via fluoroscopy and difficulty in position. The tachy therapies were turned off prior lead explant. Subsequently, this rv lead was explanted, replaced with the same model, and was returned for analysis. No additional adverse patient effects were reported.